Event description:
It was reported that the patient presented in-clinic after receiving a shock. Stored egm revealed high ventricular pacing threshold and noise which led to inappropriate shock. The lead was explanted.

Manufacturer narrative:
A partial lead was returned for analysis. Analysis was normal for the returned lead portion. Without return of the entire lead a complete analysis could not be performed.